Event description:
The pt was implanted with two leads with the same lot number. It was reported that the pt's lead had migrated. The lead placement was revised with new anchors and the pt is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.